Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The severely calcified target lesion was located in the mid left circumflex. This 20 x 2.50mm taxus liberte stent delivery system was selected; however, the device was unable to cross the lesion. A second attempt was made with another of the same device but also failed to cross the lesion. The physician aborted the procedure. No patient complications were reported and the patients status is stable. However; device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. One strut on the most proximal row was raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).